Event description:
Caller reported patient experienced low blood glucose levels often. Caller stated diabetes specialist checked the pump history and noticed the pump began catheter filling by itself. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.